Event description:
The shaft of driver handle broke during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted device did not confirm the reported breakage; however, the instrument has disassembled. The investigation has identified that design improvements to alleviate this issue and further bolster the durability of this instrument were established through eco 343292 in january 2011. The current complaint sample was manufactured in 2010, prior the eco 343292 change in january 2011. Additional corrective action is not indicated at this time. Monitor the improved design through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.